Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this patient presented with diaphragmatic stimulation. The physician tried different vectors but the diaphragmatic stimulation persisted. It was noted that this left ventricular lead had dislodged. The lead was successfully repositioned and remains implanted. No adverse patient effects were reported.